Event description:
It was reported that tandem mobi pump generated cartridge alarm during use, and caller was initially unable to resume insulin therapy after attempting to reload original cartridge. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm, instructed caller to remove cartridge and deliver 9-unit bolus, and verified that bolus completed successfully; caller was then able to reload original cartridge but still could not resume insulin therapy, so technical support guided caller through loading new cartridge using proper technique, after which caller successfully resumed insulin delivery and issue was resolved.